Event description:
In 2009, the lay user-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (unit does not turn on). This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained the following month. The pt tests her blood glucose 3 times per day and controls her diabetes with humalog 75/25 insulin. The pt indicated that she takes the mix insulin based on a sliding scale per the lfs meter readings. After the power issue began early in the original month, the pt has not been able to test her blood glucose. The pt indicated that she would go to her neighbor to test her blood glucose sometimes, but has not been able to test 3 times per day as usual. Reportedly, the pt has had symptoms of "lightheaded, dizzy, and blurry vision" since the reported issue began. On the following month, the pt went to the dr's office for a check-up. The pt obtained a blood glucose reading of "200 something" and was diagnosed with hyperglycemia. The pt also reported her current ha1c is 15.2. The pt's dr treated the pt with 75/25 mixed insulin. The pt's dr increased her 75/25 humalog from 65 units in the morning and 65 units at night to 75 units in the morning and 65 units at night. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hyperglycemia since twenty five days earlier, and received medical intervention from her dr after she was not able to obtain a blood glucose reading due to the power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.